Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the tip of the drill device was broken prior to use. It was not reported whether there was a delay to the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the tip of the cutter was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral side to side force which is user error and misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.